Event description:
It was reported that the patients implantable pulse generator (ipg) has reach end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.